Event description:
User completed the biopsy while found out the needle cannot be retracted into sheath, user cut the sheath off to obtain the sample form needle. User changed to another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No information provided. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site.1.2cmx1.5cm, 1.2cmx1.5cm. 4. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk, eg-3270uk. 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 1, 1. 10. Did any section of the device detach inside the patient? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Additional information received on 22 nov 2024: ¿[engineering confirmation that proximal kink below sheath extender is not a cascading effect from use error (B)(4) to capture proximal kink and (B)(4) to capture use error. This information does impact on the ae assessment. Based on this information a re-assessment is required. This information will impact the reportability decision of the file. File becomes reportable. Fmea section will be verified at end of investigation.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot: c2084803 of echo-25 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 10 july 2024. Visual inspection: stylet returned separately to device, device returned with sheath cut approx. 5 cm below mlla (ipe of ruler (ipe0402), another broken needle section and needle canula also returned, which likely relate to (B)(4), this two pieces will be evaluated with the (B)(4), functional inspection: attempted to advance sheath extender but unable too, advanced needle handle and needle advanced, needle handle retracted fully, needle removed from device and needle break observed below sheath extender, two kinks also observed below sheath extender. This file is associated with the following complaint (B)(4), captures 01 cases of use error of the echo-25 needle. Manufacturing records: prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number: c2084803 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, also in the precautions section, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet (ifu0101). (B)(4) will capture this. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the two proximal kinks below the sheath extender which would have led to the difficulties experienced when trying to retract the needle. Additionally, a possible root cause may be attributed to the endoscope being in a flexed or twisted position as answered in the additional questions, causing the needle to kink/bend below the sheath extender and leading to the difficulty when retracting the needle as well as the difficulty when trying to advance the sheath extender. The cut sheath and broken needle were in the same location where the user cut the sheath off to obtain the sample from the needle. A CAPA: (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: (B)(4) unit of lot: c2084803 of echo-25 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the two proximal kinks below the sheath extender which would have led to the difficulties experienced when trying to retract the needle. Additionally, a possible root cause may be attributed to the endoscope being in a flexed or twisted position as answered in the additional questions, causing the needle to kink/bend below the sheath extender and leading to the difficulty when retracting the needle as well as the difficulty when trying to advance the sheath extender.

Event description:
A supplemental report is being submitted due to completion of the investigation on 22-jan-2025.